Event description:
Deployment catheter (j-catheter) did not allow for full visualization of the airway where the stent was being deployed. The catheter entered an accessory airway and did not provide tactile feedback about misplacement. Valve deployment mechanism also did not provide tactile feedback that it was being placed outside the intended airway segment. Spoke to the doctor via telephone to further investigate this case. The procedure was intended to have 4 valves left in patient but resulted in just the one misplaced. When one valve is misplaced, they can no longer proceed. 25-30% of patients will not have this procedure of valve placement work for them. This was anatomy and equipment involvement. The valve left behind could cause a future problem, but it will likely not. This is not a common issue with valves migrating, however it is discussed during 3 consent meetings, and it is written in on the consent form. Doctor is currently working on updating consent further to reflect new equipment being used as well as investigating this newer equipment use with other institutions. It is new to the network but was FDA approved in 2018.